Manufacturer narrative:
Submit date: 08/12/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports loose contamination; thread, particles of lint.

Manufacturer narrative:
Submit date: 03/15/2017. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were 2 bags of samples and 2 pictures received with this complaint. From the picture and samples, particles of lint were observed. According to the investigation, the possible root cause would be the cutting blade moved during the cutting process, so the gauze was pulverized resulting in loose contamination. The supplier has taken the following actions: fixed the cutting blade. Added a cleaning process after cutting. Added an inspection process. Changed the folding size for this code. Using the one-side cutting gauze roll instead of a two-cutting side gauze roll to produce this product. All the actions are scheduled to be completed in august 2017. This complaint will be used for trending purpose.